Event description:
It was reported via repair work order that the power cord sheathing was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord sheathing was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined this is a duplicate of medwatch 0001831750-2013-05065.